Manufacturer narrative:
Patient information was not provided. The event date is unknown at this time. This information will be provided in a supplemental report if made available. The serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova (B)(4) learned that the customer does not know which device was used during the related procedure. Two devices were used during that period of time in which the surgery took place. It was reported that the devices were retrofitted in may 2018 and were confirmed to not be contaminated at that time. There is no known device malfunction at this time, and it is unknown if the reported patient infection is related in any way to the use of the heater-cooler device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient became infected with mycobacterium chimaera following cardiac surgery. It was reported that a heater-cooler system 3t was used during the procedure. The patient is reportedly responding to therapy.

Manufacturer narrative:
Through follow-up communication with the customer, livanova deutschland learned that the devices were placed inside of the operation theater during use with no further information made available about positioning of fan and distance to the surgery field. Additionally, livanova deutschland learned that, from 2017 on, the users record the cleaning activity but before 2017 there is no evidence for a regular cleaning procedure and no laboratory tests have been performed on the devices before retrofitting. A review of the service history as well as the DHR review of the units possibly used during the procedure did not identify any deviations or non-conformities relevant to the reported microbiological contamination. It is not possible to link patient´s event with a specific device. Corrective actions are in progress for this issue.

Event description:
See initial.

Manufacturer narrative:
Livanova has been informed about the surgery date: (B)(6) 2014.

Event description:
See initial report.